Event description:
Additional information received reported that the patient had a follow up appointment scheduled for (B)(6) 2013. The manufacturer representative was to be at the appointment. It was later reported that the patient programmer was working appropriately. Each program was stated to provide the appropriate stimulation to the pelvic area. Cycling was added to the programming so the patient would have a ¿reminder of stimulation.¿ the patient was reportedly satisfied with the stimulation and adjustments.

Event description:
It was reported the patient could not feel stimulation at 1.0v. It was stated to have ¿worked real good¿ for the first eight days, but then the patient could no longer feel stimulation. Stimulation was increased to 1.1v and the patient could feel stimulation. Information received a little more than two weeks later indicated that it was believed that the programmer was not working correctly. The programmer would not synch. When the antenna was removed from the programmer, stimulation stopped. The implantable neurostimulator off button was not being pressed on the programmer. It was noted that therapy helped up until eight days after implant. The patient was going to the bathroom every hour for the whole day. At the time of the call, the patient was feeling stimulation ¿very little¿ in the vaginal area. The patient was at 1.2v. When the patient saw their doctor, the programmer would not work for the doctor. When the doctor went to program, they ¿zapped¿ the patient programmer, but that ¿did not hold.¿ the program was changed and the patient could feel stimulation in the vaginal area and left buttocks. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va08745, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).